Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system - dual port needle was stiff and slow to retract during use. The following information was provided by the initial reporter: "when the nurse tried to retract the needle, it was quite stiff and sluggish. No adverse effect to any patient, and this is the only incidence of which I am aware."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 16-aug-2023. Bd received a 20 gauge nexiva unit from lot 3024625 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed no physical damage or deformities. Next, the engineer attempted to retract the needle but immediately felt resistance and could not retract it. The washer was inspected and found to not be moving freely creating interference between the washer and the needle. The engineer inspected the unit under a microscope and identified a burr present on the washer. There was also debris on the inner diameter of the washer. Therefore, based off the visual/microscopic inspection and testing the engineer was able to verify the reported defect. The observed issues with the washer were identified to be a supplier related issue as the washer was outside of product specifications. This is a supplied component.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system - dual port needle was stiff and slow to retract during use. The following information was provided by the initial reporter: "when the nurse tried to retract the needle, it was quite stiff and sluggish. No adverse effect to any patient, and this is the only incidence of which I am aware.".